Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas and alleged the patient experienced a blood glucose of over 500mg/dl, associated with an alleged suspend issue. Reportedly, the patient remained on the pump, and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed the customer completed multiple suspends and resumes, and could not resume pump function after a suspension. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error of the pump.